Manufacturer narrative:
An abbott field service representative (fsr) was dispatched to the account. While on site, the fsr adjusted the hinge [part 7-207365-01, hinge, front cover c4] to resolve the issue. The analyzer was returned to normal operation. Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, a labeling review, and an instrument service review. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Product labeling was reviewed and found to be adequate, as it contains instructions regarding cover functionality and adjustment procedures if the cover should fail to stay open once raised for the architect systems. Service history review identified no contributing factors to the customer issue. No subsequent issues with the covers or lids not remaining raised were received from the customer. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.

Event description:
The customer experienced an architect c4000 analyzer access lid door that would not stay open. The customer observed the large lid come down slowly after the lid was opened. No injuries were reported and no patients were involved.